Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrode on the patient's right side. The area was described as red and raw. During a follow up, the patient's daughter reported that the patient's doctor provided a cream and the rash cleared up.